Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients extensions were explanted and replaced to address the issue. The investigation was unable to determine the extension that is associated with the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 7422279. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.